Event description:
Based on additional information received on 05-dec- 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. (B)(4). This unsolicited case from united states was received on 05-dec-2017 from a healthcare professional. This case concerns an adult female patient who received treatment with synvisc one and later after unknown latency had pain and swelling in left knee. Also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2022). On an unknown date in 2017, after unknown latency, the patient had increased pain and swelling in the left knee and she had to go to the emergency room (ER). Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 05-dec-2017 and 18-dec-2017 (both information processed together with clock start date of 05-dec-2017). This case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Event of device malfunction was added along with its details. Global ptc number and ptc results were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 5-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain and swelling in left knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on (B)(6) 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 05-dec-2017 from a healthcare professional. This case concerns a 47 year old female patient who received treatment with synvisc one and same day had pain in left knee and swelling in left knee. Also, device malfunction was identified for the reported lot number. No concurrent condition was provided. Medical history include: varicella, pituitary tumor, menstrual abnormality and parasellar skull base meningioma. Patient had allergies with amoxicillin (anaphylactic shock), moxifloxacin hydrochloride (avelox) (nausea), sulfa (nausea), codeine (anaphylactic), hydrocodone bitartrate/paracetamol (norco) (nausea) and minocycline (hives/swelling). Concomitant medications: diclofenac sodium (diclofenac) at a dose of 75 mg and triamcinolone acetonide (nasacort) at a dose of 55 mcg. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, once at a dose of 6 ml (batch/lot number: 7rsl021; expiry date: 31-may-2020) for knee pain. On the same day, at around 08:26 am patient completed treatment with synvisc one. On the same day, patient went to emergency room (ER) with increase knee pain and swelling in left knee. Same day, labs were withdrawn (unknown) and they were abnormal and x-ray was done and it was normal. Patient was given lidocaine in emergency room. On (B)(6) 2017, patient recovered from increase knee pain and swelling in left knee. Patient did not restarted treatment with synvisc one. It was reported that, pain and swelling were related to synvisc one. Corrective treatment: not reported for all the events outcome: recovered for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 50886 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 05-dec-2017 and 18-dec-2017 (both information processed together with clock start date of 05-dec-2017). This case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Event of device malfunction was added along with its details. Global ptc number and ptc results were added. Clinical course was updated and text was amended accordingly additional information was received on 27-feb-2018 from other non-healthcare professional. Earlier added nonserious events pain in left knee and swelling in left knee updated as serious events; start date updated; outcomes updated from: unknown to recovered; corrective treatment added. Suspect drug synvisc one start date, stop date, stop time, dose, frequency and indication added; batch/lot number updated; action taken updated fromunknown to not applicable. Labs added. Past drugs, medical history and concomitant medications added. Patient age, weight and height added. Event device malfunction outcome updated from: unknown to recovered. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 27-feb-18. The follow up received does not change the previous assessment of the case. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain and swelling in left knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.